Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The physician delivered 48 applications without issues, after a post map it was noticed that a second entry was required and prior to delivering the therapy again noticed stenosis in the left superior pulmonary vein (lspv). An intracardiac echocardiography was called to investigate and confirm that the effusion was not growing. No interventions were required to solve the issue. The procedure was completed and the patient was kept for observation. The device is not expected to return as it was disposed. It was further reported that the effusion increased slightly in size, but the patient remained hemodynamically stable.